Event description:
It was reported to technical services on (B)(6) 2011 that this lead may be explanted due to possible endocarditis or vegetation on the lead. Tentative case is scheduled with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).